Event description:
This case reported by a health care professional, concerns a female patient with a history of acute graft versus host disease (gvhd). In 2006, during the patient's very first extracorporeal photopheresis (ecp) treatment, a blood leak alarm was triggered. The operator noticed a leak from the top of the centrifuge bowl (125 cc size) and this occurred during cycle 5 (return). Tiny droplets of blood also came out centrifuge bowl while it was spinning and some blood (approximately 5ml) drained into the drain bag. No manual return was done because of potential for blood contamination, and the patient lost the amount of blood that was left in the bowl as well as the treatment volume. The exact amount of blood lost was not provided. As blood was found outside of the instrument, the incidence was considered a potential health biohazard to the operator. Therakos sent a notification to all user facilities regarding implementation of biohazard precautions.

Manufacturer narrative:
Device was not returned for evaluation. This was reported because blood was reported outside of the instrument. Investigation description: the centrifuge bowl base separated from the centrifuge bowl body. The area where the base is welded to the bowl body remained intact. This is a failure of the molded bowl base part. Therakos has received reports of this problem at approximately 0.33% defect rate. An "important product notification" has been issued by therakos warning the health care professionals to follow universal biohazard safety precautions. FDA has been notified. Therakos has offered to exchange inventory at customer request. A test has been developed that can detect this defect and it is in use to evaluate finished goods as well as work in process xt-125 procedural kits and work in process centrifuge bowls.